Event description:
It is reported that the device was implanted in 2006. The next month, the device disassociated from the patient's acetabulum, and the condition was corrected through manual reduction.

Manufacturer narrative:
Evaluation summary: exact cause for current situation is unknown. Evaluation: no product or x-rays were returned for review. Device history records indicate manufacture to specification.